Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to health care provider (hcp) for a routine visit. The patient had high blood glucose levels reaching 530 mg/dl while wearing the pod between 1 and 4 hours. The pod was leaking insulin and coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a manual injection (7u) of insulin was delivered and the patient drank water. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) 11:25 am 530; 12:15 am 527; 4pm 254; 7pm 183.